Event description:
It was reported that after the device successfully delivered two (2) defibrillation shocks to a patient, it powered itself off and could not be powered back on. The customer did not provide any information regarding the delay in patient care.the outcome of the patient from the reported event is unknown.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device will be returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Manufacturer narrative:
The follow up medwatch report indicates: physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device will be returned to the customer for use. A conclusive cause of the reported problem could not be determined. The follow up medwatch should indicate: physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. A conclusive cause of the reported problem could not be determined. The customer was provided with a replacement device.